Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 19-year-old female patient, once pads were correctly placed the device repeatedly issued the same instruction. Consequently, it was not possible to administer therapy to the patient. Additional information has been requested regarding the instructions prompted by the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.